Manufacturer narrative:
The field service representative replaced the reagent probe wash station on (B)(6) 2015.

Event description:
The customer first reported that the r2 probe of the analyzer was dragging and leaking reagent as evidenced by the yellow creatinine reagent. The customer tried cleaning everything up, but the issue still occurred. The customer then mentioned that they were getting high results for an unspecified number of patient samples tested for magnesium. They provided examples of three patient samples that had questionable magnesium results. Of the three samples, two had erroneous results that were reported outside of the laboratory. The first sample initially resulted as 3.4 mg/dl and this value was reported outside of the laboratory. The sample was repeated on a different p module analyzer and resulted as 2.3 mg/dl. The repeat result was believed to be correct. The second sample initially resulted as 2.9 mg/dl and this value was reported outside of the laboratory. The sample was repeated on a different p module analyzer and resulted as 2.2 mg/dl. The repeat result was believed to be correct. The patients were not adversely affected. The magnesium r1 reagent lot number was 69689301, with an expiration date of 12/31/2015. The magnesium r2 reagent lot number was 69931601, with an expiration date of 02/29/2016. The field service representative determined that the chassis cover was misadjusted. He re-adjusted the cover. He also observed that a damaged stirrer wash station was causing the stirrer paddle teflon to wear. He was able to correct the current wash station so that it was functional. He performed a successful mechanism check and noted that the dragging of the r2 probe was resolved. No further dripping was observed.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.